Event description:
Per the audiologist's report, this patient did not benefit much from his cochlear implant and quit using it a few months after implantation. A CT scan was normal for positioning. Integrity test results were consistent with multiple faulty electrodes. Reprogramming was tried but this did not help the problem. The surgeon explanted the device in 2006. Reimplantation on the contralateral side is scheduled for the following year.

Manufacturer narrative:
This type of event is addressed in the device labeling code#1738.